Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the light source had the spare lamp indicator blinking. The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
Additional information added to field h6. Based on the results of the investigation, event was confirmed, it is presumed that spare lamp was not working due to spare lamp failure. However, a definitive root cause could not be identified.

Event description:
The customer reported that the xenon light source's spare lamp was not working. Additionally, the emergency lamp indicator was blinking on the front panel.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected information added to b5, and h6 problem code. The device was returned to olympus for evaluation, and the reported events were confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is not possible to establish the root causes of the reportable malfunctions. Olympus will continue to monitor field performance for this device.